Manufacturer narrative:
Device was used for treatment, not diagnosis. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit has broken during surgery, but with no involvation of the patient. The drill bit had been stuck into the drill sleeve, and because of high force at removal it broke, 10 minutes delay of surgery. This complaint involves one part, .patient was not involved in this problem, the drill bit stuck into the drill sleeve before the surgery, in the or on the preparation table, while the nurse was putting everything together. They have replaced the broken drill bit with a new one and started the operation. This report is 1 of 1 for (B)(4).